Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and smear cervix abnormal ('abnormal pap smear') in an adult female patient who had essure (ess205) (batch no. 0611701-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics for infection as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia), heavy bleeding during her periods, periods lasting longer"). In (B)(6) 2007, the patient was found to have smear cervix abnormal (seriousness criterion medically significant) and experienced cervicitis ("infection (other) : cervix"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with leep,colposcopy and surgery (hysterectomy (partial)). Essure (ess205) was removed in 2012. At the time of the report, the abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the smear cervix abnormal, genital haemorrhage and cervicitis outcome was unknown. The reporter considered abdominal pain, cervicitis, genital haemorrhage, menorrhagia, smear cervix abnormal and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal, as per pfs, in current follow up, it was reported as essure is not removed. Insertion date provided in pfs : (B)(6) 2006(discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Pregnancy test - on an unknown date: negative (pre procedure). Lot number ( 0611701 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: pfs and mr received : reporter, event "abnormal pap smear" added, previously reported event "infection" updated to "cervix infection". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('abdominal pain'). In an adult female patient who had essure (ess205) (batch no. 0611701-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included: antibiotics for infection as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and infection ("infection (other)"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed in 2012. At the time of the report, the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. And the genital haemorrhage and infection outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, infection, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007, total bilateral occlusion. Pregnancy test: on an unknown date, negative (pre procedure). Lot number#: (0611701) is not valid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('abdominal pain'). In an adult female patient who had essure (ess205) (batch no. 0611701), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included: antibiotics for infection as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and infection ("infection (other)"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed in 2012. At the time of the report, the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. And the genital haemorrhage and infection outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, infection, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007, total bilateral occlusion. Pregnancy test: on an unknown date, negative (pre procedure). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: essure removal added. New event: added vaginal bleeding, menorrhagia and event outcome added. Severity added. Concomitant drug was added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) (batch no. 0611701-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics for infection as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding(general") and infection ("infection other"). The patient was treated with surgery (hysterectomy partial). Essure (ess205) was removed in 2012. At the time of the report, the abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage and infection outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, infection, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: total bilateral occlusion. Pregnancy test on an unknown date: negative (pre procedure). Lot number ( 0611701 ) is not valid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) (batch no. 0611701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and infection ("infection (other)"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the abdominal pain, genital haemorrhage and infection outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-mar-2020: plaintiff fact sheet received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ abnormal bleeding (general), infection (other), and abdominal pain. Patient demographics, lab data, essure insertion date, essure lot number and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.